Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe did not thread into the connector during use, and medication leaked out. The following information was provided by the initial reporter, translated from portuguese to english: "20ml syringe with luer lock tip is not threading in the microclave (connector) causing medication loss and patient complaints."

Manufacturer narrative:
H.6. Investigation summary: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The samples were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty of coupling the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order (B)(4) h3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe did not thread into the connector during use, and medication leaked out. The following information was provided by the initial reporter, translated from portuguese to english: "20 ml syringe with luer lock tip is not threading in the microclave (connector) causing medication loss and patient complaints."